Event description:
It was reported through clinic notes that the patient was having more frequent seizures and his vns was unable to be interrogated and it was believed that the battery was dead. Based on the available information in the manufacturer's database, a battery calculation predicted 6.6 years remaining until near end of service condition. No further relevant information has been received to date. No known surgical intervention has occurred to date.

Event description:
The patients' generator was replaced due to battery depletion. The attending company representative indicated that they could not interrogate the patient's generator and that the neurologist hadn't been able to interrogate the generator at the last appointment either. Per hospital policy, product return is not expected. No further relevant information has been received to date.